Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the one-year follow-up, transesophageal echocardiogram (tee) was performed which identified a laminar thrombus on the closure device. The patient was on dual antiplatelet therapy (dapt) at the time of the event. The patient was placed on eliquis, and the patient will be reevaluated at a later date.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the one-year follow-up, transesophageal echocardiogram (tee) was performed which identified a laminar thrombus on the closure device. The patient was on dual antiplatelet therapy (dapt) at the time of the event. The patient was placed on eliquis, and the patient will be reevaluated at a later date.